Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the pressure module did not function as expected. The pressure in the arterial circuit and the cardioplegia circuit stopped. The user recalibrated the module, and was unable to obtain any pressure readings. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.